Event description:
The customer reported that after opening the package, the grounding pad was found to have black areas on the gel. The pad was not used in the procedure. Initial evaluation of the returned sample found the pad did not have continuity.

Manufacturer narrative:
(B)(4). The incident sample has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.